Event description:
During an endoscopy procedure, the pulmonary straight fire probe was set to deliver 0.3lpm argon. Settings fluctuated between 0.3 to 0.5 to 2.0 lpm. The apc cable was changed. Same problem continued. The procedure was completed and patient was in satisfactory condition with no patient injury. The disposable probe was examined and staff noted a crack at the connection.